Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported that they tried to program an implantable neurostimulator (ins) in the box for a case the day prior to the report and the ins was at 75% charged. As of the day of the report the ins battery was empty. The manufacturer representative didn¿t want to charge the ins up and elected not to implant it in the patient.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the device wasn't implanted with a patient as it was prior to implant. The rep reported that they had sent it back. It was also reported that the device was sent to the manufacturer and processed on 12/2. At which it was returned to stock ultimately to retire on 12/14/2016. The unit was pulled from the shelf as expired and scrapped per sap. The device appears to have been scrapped.

Manufacturer narrative:
Device returned to manufacturer, but as the device reached expiration it was scrapped and evaluation was not possible. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.